Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs), alleging her onetouch ultra2 meter was displaying inaccurately low results when compared to a emergency medical services (ems) meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 12pm. The patient reported obtaining readings of "74mg/dl" on the lfs meter and "66mg/dl" on an ems meter. The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported feeling tired and confused a few days after the issue occurred. The patient reported on (B)(6) 2013 the patient's daughter administered orange juice and a glucerna shake as treatment. At the time of troubleshooting, the cca noted the meter was in the correct unit of measurement at the time of testing and the patient was using an approved sample site to obtain the samples. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, a low blood glucose reading was obtained by ems and the patient required assistance from a third party.